Event description:
Complainant alleged that in an attempt to get into the ostium, the device was torqued several times, both to the right and left, when the catheter kinked. When attempting to withdraw the catheter, the shaft broke, and had to be removed surgically. The customer indicated that the pt had a difficult anatomy and the shaft break was probably as a result of multiple manipulations during the case. The pt was reported as being ok following surgery.